Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that several machines experienced the legacy drawer issues and requested for replacement. The user was able to remove the medication from another station and there was about 30 minutes delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer issue. A field service technician confirmed that the customer replaced the drawer themselves to resolve the issue. The system functioned as intended.